Event description:
Reporter indicated that a vns patient's generator "has reprogrammed itself to 30 seconds on time instead of the 7 seconds, also the total operating hours have been changed as well." Good faith attempts for additional information have been unsuccessful to date.